Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event and unresponsive keypad buttons. Reportedly, the patient had had an auto accident on (B)(6) 2014 for which ems responded. It was reported that the patient was disoriented with blood glucose of 38mg/dl and ems personnel administered glucose tablets. Reportedly, there were no pump setting changes before or after the alleged event and the patient remained on the pump. It was reported that the pump had unresponsive up, down, and ok buttons and that the patient had overbolused breakfast. The patient stated that they were not sure if the keypad issue may have contributed to the events surrounding the bg excursion. The patient was advised to discontinue pump use and the pump is being replaced. This complaint is being reported for alleged hypoglycemia related to unresponsive keypad buttons and subsequent over bolus issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 as follows: the keypad was observed to be fully intact. The up, down, ok and contrast buttons were intermittently unresponsive to testing. There were no errors, alarms or warnings related to the complaint in the pump history. The last bolus and the last basal delivery were on (B)(6) 2014. A low battery warning was recorded on (B)(6) 2014 16:12 and then deliveries were not resumed. The total daily doses added up correctly and reflected the users programmed basal rate. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. The keypad cover was removed and contamination was found under the up, down, ok and contrast button contacts. Unrelated to the initial complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.